Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported the aligner causing damage to their gums. They will need gum grafts. Requested additional information and provided ortho discomfort recommendations.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.